Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) had never worked. The patient reported hurting everyday, a disturbing pain from the device, and dealing with adverse events everyday. The patient reported painful swelling around the device which would coincide with fever. The patient reported being unable to sleep due to pain. The pain reportedly cause vomiting and breathing difficulty. The patient had reportedly been prescribed pain medication. The patient reported having pneumonia and coughing up blood. The device remains in use. No further patient complications have been reported as a result of this event.